Event description:
Device report from synthes reports an event in the USA as follows: it was reported on (B)(6) 2022: dr. (B)(6) informed that one of her patients had a radiologist reported seeing metal shards inside of her humerus. A multiloc nail had been previously performed 6 months ago. No adverse events were reported and no plans for any intervention were communicated. No other information has been provided. This event involves one (1) device unk - constructs: multiloc humeral nail. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown multiloc humeral nail constructs/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.